Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the magnesium quality control shifted out of range low on the architect c8000 analyzer. All maintenance is current and no other assays are affected. The customer stated they replaced their deionized water tanks which seem to resolve the issue. In 2008, the customer called back and stated the issue was reoccurring and requested an alternate calibrator lot. A f/u with the customer confirmed they had received the replacement calibrator and the quality control was recovering within range. No impact to pt management was reported.